Manufacturer narrative:
The customer was sent replacement tubing. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer originally reported to customer service on (B)(6) 2016 that the tubing used with her freestyle breast pump had condensation in it, which she stated caused her mastitis. On (B)(6) 2016, a medela clinician followed up with the customer, at which time she stated that she was diagnosed by her doctor and prescribed keflex 500mg 2x a day for 5 days and again 3x a day for 7 days.